Event description:
The dealer states the device was just returned from repairs and they are having the same issue of the device producing a low o2 alarm. The provider states the unit has low o2 and will not run homefill unit without the yellow light illuminating